Manufacturer narrative:
On july 30, 2020, mentor completed evaluation of a returned video of the device. Device evaluation summary: during the visual evaluation of the video, the shell appears opaque/discolored. Discolor condition can be generated due to combined triglycerides and free fatty acids that are more saturated that migrated into the gel filler of the device in vivo leading to the discoloration of the normally clear gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us to receive a more detailed analysis of your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return this product, please contact our team using the information contained at the end of this letter. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast lift. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor gel implants. The patient required a breast lift and underwent explantation (B)(6) 2020. Upon explantation, the device was found to be discolored. There was no replacement of the implant, and the explant was discarded.